Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., d6b., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: broken shell and weight to the spec. A microscopic analysis was performed which identify an broken striated in the anterior side. Based on the device analysis the final assessment is:-a striated broken in the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.